Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicated that the right ventricular (rv) lead exhibited a recurrence of noise reversion episodes. No changes or interventions were reported, and the patient¿s condition remained stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited short noise episode resulting in noise reversion. In-clinic lead evaluation was suggested; no changes or intervention were done. The patient was in stable condition.